Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor system. No compromised force sensor system alarm noted. The pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 452 mg/dl. The customer treated with the pump. The customer stated that the alarm occurred during prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.